Manufacturer narrative:
The customer provided patient retrospective database was reviewed by a spacelabs lead software engineer. An eight beat episode suggestive of ventricular tachycardia not associated with an alarm was located for the event date. Beats three, five and seven in this episode were rejected by the ECG algorithm beat qualification logic as ventricular and categorized instead as t-waves since that was a better match to their timing and shape. Consequently, the alarm criteria for ventricular tachycardia (also called vrun) with respect to rate and consecutive number of ventricular beats were not met. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a patient monitored with command module model 91496 failed to generate an alarm for an eight beat run of ventricular tachycardia (vtach) on (B)(6), 2015 at 8:47 a.m. The customer discovered this event from reviewing the arrhythmia folder of the patient¿s retrospective database. No one was injured as the result of this event.

Manufacturer narrative:
Spacelabs has launched an investigation of this event and will file a supplemental report upon completion of the investigation. Placeholder